Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of shaft breakage. Based on the condition of the returned unit, it is likely that the shaft damage resulted from a large side load that was applied to the distal end of the device during use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: robotic repair of incarcerated hernia with mesh. The surgeon was taking down the umbilical hernia and was pulling on tissue with the grasper when it bent past the jaws. The surgeon could not open the jaws still attached to the tissue so the jaws were just pulled off the tissue. When the unit was removed from the trocar the shaft broke completely. All materials were retrieved from the patient. This occurred at the beginning of the case. The robot was not docked yet. No patient injury occurred. The case was continued after removal of the unit. It is unknown if the device was replaced. A picture is available. The patient is stable. No patient demographics were available. Additional information was received via email on (B)(6) 2019 from applied medical acct. Mgr: 5 photos were provided. Patient status: no injury, patient is stable. Type of intervention: the unit was removed and all pieces were retrieved from the patient.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic repair of incarcerated hernia with mesh the surgeon was taking down the umbilical hernia and was pulling on tissue with the grasper when it bent past the jaws. The surgeon could not open the jaws still attached to the tissue so the jaws were just pulled off the tissue. When the unit was removed from the trocar the shaft broke completely. All materials were retrieved from the patient. This occurred at the beginning of the case. The robot was not docked yet. No patient injury occurred. The case was continued after removal of the unit. It is unknown if the device was replaced. A picture is available. The patient is stable. No patient demographics were available. Patient status: no injury, patient is stable. Type of intervention: the unit was removed and all pieces were retrieved from the patient.